Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was supposed to be infusing at a rate of 217 ml/hr. Nurse noticed bag was not emptying as appropriate. Nurse calculated that a liter went in over 9 hours giving an approximate fluid intake of 111ml/h that stated occlusion, won't clear the screen said off but pump was still on. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported occlusion alarm which was verified through a review of the event history log by the presence of "downstream occlusion¿ on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was identified to be a force sensor which was replaced. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.